Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist via a sales representative who contacted the company to report a product complaint, concerns an adult male patient of unknown age and ethnicity. The patient was using an unspecified medication for an unspecified indication via a humapen memoir. The patient's humapen memoir was returned to the manufacturer (B)(4) 2012. Investigation of the returned device found a non-flashing battery symbol in the display and missing segments in the dose numbers at the ten spot and date field. Instead of it showing an eight it showed a "c". No additional information was provided. It was unknown if the patient was the user of the device. The user training status was not provided and it was unknown how long the patient had used this type of device. It was however, reported that he had used this particular device for six months before it stopped working. The pen was returned to the manufacturer for further investigation.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow-up is planned. Evaluation summary a pharmacist reported on behalf of a patient that his humapen memoir device only lasted six months. Investigation of the returned device (batch 0901c03, manufactured january 2009) determined the device had 68 low battery warning errors as a result of a weak or defective battery. The investigation also found missing segments in the dose numbers and determined the root cause for the missing segments was a deficient bond between the interconnecting lcd cable and the flex board. A house sample review and a batch record review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch (B)(4) to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. Improper use and storage - there is no evidence of improper use.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist via a sales representative who contacted the company to report a product complaint, concerns an adult male patient of unknown age and ethnicity. The patient was using an unspecified medication for an unspecified indication via a humapen memoir. The patient's humapen memoir was returned to the manufacturer (B)(6) 2012. Investigation of the returned device found a non-flashing battery symbol in the display and missing segments in the dose numbers at the ten spot and date field. Instead of it showing an eight it showed a "c". No additional information was provided. It was unknown if the patient was the user of the device. The user training status was not provided and it was unknown how long the patient had used this type of device. It was however, reported that he had used this particular device for six months before it stopped working. The pen was returned to the manufacturer for further investigation. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.